Manufacturer narrative:
The sample was not returned by the customer for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The device was not returned for evaluation and no additional information was provided; therefore, the root cause could not be investigated. The root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an microstent implant procedure, the surgeon had patient who develops a pas (peripheral anterior synechiae) formation around the stent and an elevation in eye pressure, and the surgeon needed to remove the stent and perform another glaucoma procedure. Additional information has been requested. There are three medical device reports associated with this complaint. This report is 2 of 3.